Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a breakdown of the skin flap over the receiver stimulator. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). Additionally, the patient received local wound care. The implanted device remains.